Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Rv lead is showing noise via home monitoring. All lead trends appear stable. Lead to be evaluated further. Lead currently remains implanted. No adverse patient events reported.